Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. It is possible that there may have been an issue with the connector block or a factor unrelated to the manufacture or design of the device which could have contributed to the reported event is the controller which was not returned for evaluation.

Event description:
It was reported that during procedure, when connecting the wand the settings of ablation stayed "0" and it would not change the settings. The procedure was completed with a competitor device. There was no delay and no patient injury or other complications were reported.